Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead was extracted and replaced during an unrelated procedure due to brief episodes of loss of capture. The patient's condition was unchanged.